Event description:
It was reported that during initial pump training, the user and trainer were unable to proceed past the fill tubing screen because the touchscreen did not register the selection to confirm drops, consistent with a screen unresponsive hardware malfunction of the pump user interface. Symptoms included no clinical effects. Outcomes included replacement of the device and continued cgm use via the dexcom app or receiver. Investigation included a review of the event details and coordination for device return. Investigation of this case revealed a failure to respond to touch inputs on the pump display consistent with a user interface component malfunction leading to inability to complete cartridge and tubing change. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the touchscreen interface.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.